Event description:
A pt reported blood glucose results of "1.3 mmol/l,6.7 mmol/l and 7.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The pt retested and obtained blood glucose results of 6.4 mmol/l and 6.1 mmol/l. The calculated difference of these blood glucose results does not exceed the expected value of <=20% and/or <=1.11 mmol/l.